Event description:
It was reported that at routine follow-up, the patient was discovered to be in atrial fibrillation (af). The pacemaker programming was ddir. The right ventricular auto capture (rvac) also displayed frequent fusion and loss of capture events. The battery longevity was not as expected, and technical services discussed the impact of high rate atrial sensing on the power consumption by the device. It was decided to reprogram the pacemaker to vvir, with atrial sensing off and the rv output was fixed at 2.5 v at 0.4 ms. The pacemaker remains in service and no adverse patient effects were reported.